Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 244 mg/dl at the time of incident and current blood glucose level was 423 mg/dl. Customer¿s other blood glucose level was 406 mg/dl and 529 mg/dl. The customer provides details regarding symptoms of their high blood glucose episodes such as thirsty. Customer was treated with injection with syringe. Customer declined to check for the presence of leaks or air bubbles in the tubing. Customer stated that the not calling back to a perform high pressure test. Customer was not using auto mode. Customer was feel ok to troubleshoot. Customer did not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.